Event description:
Reported as: the pt had an ap (small) lap-band system implanted. "Very little weight loss post op." The pt was gastroscoped and the band was noted to be "open during this procedure." The pt was brought to surgery and the "band was closed during a laproscopic procedure." The band was not replaced at this time; this was a revision procedure only.

Manufacturer narrative:
Taper ii. The access port connector associated with this report remains implanted at this time. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of an unbuckled band as follows: "failure to secure the band properly may result in it subsequent displacement and necessitate re-operation." "The lap-band ap system is not a lifetime product and it may break or fail. In whole or in part at any time after implantation and notwithstanding the absence of any defect."